Event description:
Dealer stated that the m91 power chair will continue to go about 2 feet before stopping. End users knees are getting banged up for the unit not stopping. This is not a malfunction. A power chair does not stop immediately, may roll up to 3 feet after the joystick is released. The joystick can be programmed for the brakes to be stiffer and the chair will not roll as much. Pages 32 & 34 in the owners manual states, "to slow the wheelchair to a stop, simply release the joystick. The wheelchair has automatic speed and direction compensation to minimize corrections". "Stop - release the joystick and the wheelchair will quickly slow down". The manual indicates that the chair will slow to a stop, not that it will stop immediately. MDR filed based on alleged minor injury.